Event description:
It was reported that in 2005 when a patient had a temporary trial device, she had a staph infection in the hospital. The trial device had to be removed and the patient only had one trial because it would be a risk with her staph infection to do another trial. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).